Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up computed tomography (CT) imaging showed a mild thrombus on the closure device. There were no device leaks noted. The patient medication was adjusted from aspirin (asa) and clopidogrel to eliquis in response to the event and the patient will have imaging at the next follow up. The patient was discharged.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up computed tomography (CT) imaging showed a mild thrombus on the closure device. There were no device leaks noted. The patient medication was adjusted from aspirin (asa) and clopidogrel to eliquis in response to the event and the patient will have imaging at the next follow up. The patient was discharged. It was further reported that the patient had follow up imaging on (B)(6) 2026 which showed resolution to the thrombus. Eliquis medication was stopped. The patient will remain on aspirin only indefinitely.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.